Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device was mode switching inappropriately due to far r wave oversensing. Pvab was reprogrammed but was unable to return the device to normal operation. Programming changes were then again made at a higher parameter that resolved the oversensing episode. Patient condition was well.